Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the steep angle of the terminal aorta and/or the heavily calcified, mildly tortuous and 100% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the device resulted in the noted device damages (kinked, twisted, multiple pinched) likely contributing to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat to a heavily calcified, mildly tortuous de novo superficial femoral artery that is 100% stenosed. Using a crossover femoral artery access, pre-dilatation was performed with an unspecified balloon. The 6.5x150mm supera self-expanding stent system (sess) thumbslide became jammed during deployment of the stent and the sess partially deployed. The sess was removed from the anatomy under fluoroscopy. It was noted that issue with thumbsilde could've been due to the steep angle of terminal aorta as after the device was removed the thumbslide was able to be manipulated. The procedure was successfully completed with a 7.0x150mm non-abbott stent and another implanted in the distal area. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.